Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the clinician stated the patient had right upper extremity venous thrombosis with occlusion of the cephalic and basilic veins. Non-occlusive thrombosis in the axillary and subclavian veins. The catheter was placed on (B)(6) 2016 into the right upper arm in the brachial vein of a (B)(6) male patient. An ultrasound was performed on (B)(6) 2016 for a suspected thrombosis. The ultrasound showed extensive right upper extremity deep venous thrombosis surrounding the PICC. The line was removed and replaced on (B)(6) 2016 into the left upper extremity.